Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: (B)(4).

Event description:
On 04/06/2026, it was reported that dr. (B)(6) stated that the clear clasp broke on the silent nite device. The device was returned and a remake is being made from the old scan. Additional information received reported that the 55-year-old, male patient did not sustain any injury and no medical intervention was required. The device broke on (B)(6) 2026 and the patient stopped using the device the same day if broke.